Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had physical damage and emitted a burning smell. The device was not in contact with a patient. No injury, death, or surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the reported problem was duplicated. The mlx 300w xenon lightsource (00mlx) was received in used condition with physical damage to the mirror and mirror holder, bottom trim, bezel assembly and ac ferrite core. Lamp wires were very discolored; lamp was filled with dust and power supply unit (psu) did not have any clicking sounds. The psu, lamp, lamp wires, ac ferrite, bezel assembly, mirror and mirror holder, and bottom trim were replaced to address these issues. Evaluation and function test were performed, and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed. It was determined that the root cause was likely rough handling/environmental damage.